Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrioventricular reentrant tachycardia/ wolff-parkinson-white procedure with a stockert 70 rf generator, and was unable stop delivery of rf ablation energy as expected. There was a delay from the time the stop or off button was pressed to the time the stockert generator stopped delivering rf. The procedure was completed conventionally without patient consequence. This event is being reported because the physician considered being unable to turn off rf energy delivery would be a potential risk as well as there is potential risk for perforation and heart block. The investigational analysis has been completed. Repair follow-up was performed and purchase order (po) was not provided. Service was declined. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis through the monthly trending reports no significant trends have been identified at this time; therefore, no CAPA is requested at this time.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.we have searched and found that this stockert was manufacturered before september 24, 2014, therefore UDI # is not applicable for this product with serial number (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/ wolff-parkinson-white procedure with a stockert 70 rf generator, and was unable stop delivery of rf ablation energy as expected. There was a delay from the time the stop or off button was pressed to the time the stockert generator stopped delivering rf. The procedure was completed conventionally without patient consequence. This event is being reported because the physician considered being unable to turn off rf energy delivery would be a potential risk as well as there is potential risk for perforation and heart block.